Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 10.0 cm to 10.2 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. This likely contributed to the reported noise.